Event description:
It was reported the system left monitor had white images. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.